Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with driveline fault alarms observed on the system controller. The alarm continued therefore the patient underwent a driveline repair on (B)(6) 2020. The driveline fault alarm did not return following the repair. No additional information provided.

Manufacturer narrative:
Section d4, h4: additional information device evaluation: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported driveline fault alarms. However, based on previous complaint history, the events captured in the submitted log file appear to be consistent with a potential driveline compromise. A distal-end driveline replacement was performed on 11mar2020 under work order# 83382 and approximately 18¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of clear and white rescue tape were observed approximately 2¿ through 13¿ from the controller connector. Removal of the rescue tape revealed damage to the silicone jacket approximately 3.5¿ through 13¿ from the controller connector. Visual inspection of the wires revealed no obvious signs of breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to check integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. Additional testing of the driveline was conducted. The returned portion of the driveline was used to run a test lvad on a mock circulatory loop for 30 minutes. The driveline fault alarms were not able to be reproduced during this time, despite manipulation of the driveline. The account reported that the following the driveline repair, the driveline fault alarms did not return. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further events have been reported at this time. Incidental findings: 1. Cosmetic damage to the outer jacket of the external portion of the patient¿s driveline. The heartmate ii lvas IFU, (document 106020, rev. H) and the heartmate ii patient handbook (document 106022, rev. G) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The hm ii lvas IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The manufacturer is closing the file on the event.